Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(4) ) and one (1) controller ((B)(4) ) were not returned for evaluation. Six (6) batteries ((B)(4) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual and functional testing. An internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed a slight increase in estimated flows beginning on 27/mar/2023, followed by a slight, transient decrease in power consumption and estimated flows. Review of the alarm log file revealed three (3) low flow alarms on 02/apr/2023. Log file analysis also revealed four (4) controller power up events with associated pump start events recorded on 18/feb/2023 at 17:12:04, on 24/feb/2023 at 17:29:40, on 16/mar/2023 at 16:04:25, and on 18/mar/2023 at 16:06:35, indicating losses of power to the controller. There were no anomalies leading up to the last three (3) losses of power; the events leading up to the first loss of power could not be confirmed since the data log files did not cover the associated date. The controller was without power for 10 seconds, 9 seconds, 6 seconds, and 5 seconds, respectively. A controller loss of power event will result in the pump stopping. It is likely the loss of power is related to the reported pump stop event. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation and available informa tion, possible causes of the observed increase estimated flows event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources, and/or to a controller exchange. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited two motor start up events associated with a vad stop and restart, and the controller exhibited a controller power up. The alarms were said to have occurred around the time the patient changes their batteries each day. The patient stated that no alarms for power disconnect were heard, and ensured that while replacing batteries daily only one power source was disconnected at a time. It was noted that multiple batteries were associated with the restart events. It was also noted that the ventricular assist device (vad) exhibited several low flow alarms. The ventricular assist device (vad) and the controller remain in use, and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system. Battery d4: model #: 1650 ,catalog #: 1650 , expiration date: 31-mar-2023 , serial or lot#. (B)(4) ,UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-mar-2022 . H5: no h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705, h6: FDA method code(s): b21 ,h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16, d1: heartware ventricular assist system battery. D4: model #: 1650, catalog #: 1650, expiration date: 31-mar-2023 , serial or lot#. (B)(4), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 01-mar-2022 . H5: no h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705. H6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system battery. D4: model #: 1650, catalog #: 1650, expiration date: 31-mar-2023 , serial or lot#. (B)(4), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 01-mar-2022 , h5: no h6: patient ime code(s): e2403, h6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system battery. D4: model #: 1650, catalog #: 1650, expiration date: 31-mar-2023 , serial or lot#. (B)(4), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 01-mar-2022 . H5: no h6: patient ime code(s): e2403, h6: imf code(s): f26 .h6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system battery. D4: model #: 1650, catalog #: 1650, expiration date: 31-mar-2023 . Serial or lot#. (B)(4), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 02-mar-2022 . H5: no h6: patient ime code(s): e2403, h6: imf code(s): f26. H6: img code(s): g02002 .h6: FDA device code(s): a0705. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system battery. D4: model #: 1650, catalog #: 1650, expiration date: (B)(6) 2023. Serial or lot#. (B)(4), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 01-mar-2022 . H5: no h6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system controller 2.0. D4: model #: 1420, catalog #: 1420, expiration date: 30-nov-2019 . Serial or lot#: (B)(4). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 16-nov-2018. H5: no h6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035 .h6: FDA device code(s): a0708. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.